Event description:
A reliant stent graft balloon catheter was inserted in the patient for treatment of a ruptured aneurysm. It was reported that the patient presented emergently with a ruptured aneurysm. It was reported upon arrival at the hospital the patient did not have a pulse, however the patient was revived. The physician elected to insert and inflate the reliant stent graft balloon catheter for control of the blood, from the ruptured aneurysm. Upon inflation of the reliant balloon the contrast exited a small hole in the balloon. The physician than attempted to inflate the reliant stent graft balloon catheter, balloon again, with the same results. It was reported that the physician implanted an unk manufacturer's bifurcated stent graft. The patient was seen two years prior to the ruptured aneurysm and at that time the physician recommended that the patient be treated for the aneurysm. It was reported later the same day the patient had presented without a pulse and a ruptured aneurysm. The patient expired.

Manufacturer narrative:
Device failure/lack of effectiveness related to patient condition (the patient refused treatment of the aneurysm two years prior to the aneurysm rupture).